Event description:
Slc55g dlu calibrated and fired. Pc indicated "firing complete." Upon opening dlu, there was no stapling or cutting at all and knife blade was exposed in the cartridge. Case was completed using competitive device.